Event description:
A surgeon reported that during surgery, when switching from fluid to air, the air was not sufficient to pressurize the eye. The surgery was completed with no harm to the pt, however, there were difficulties keeping the eye at the ideal pressure.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).